Event description:
Pt easily visualized (l) renal stone who received 2400 shocks. The pt was discharged in stable condition. Later experienced post treatment bleeding which required a splenectomy. Evaluation summary: an applications specialist was on site for training as the unit had been installed on that month. No safety issues were raised during the week the applications specialist was on site. 40 pts were treated. A service engineer was on site and replaced the emse in this unit. After installation of the emse, the system tested within all specs. Next week a service engieer visited the site. The emse was working within specs, however, there was an issue related to power at the site. This was addressed with the hosp electricians.